Manufacturer narrative:
Event conclusion cpi analysis of the ipg found that the device passed automated and manual electrical measurements and paced and sensed normally during all tests. The reason for return could not be confirmed by testing. Analysis of the model 4268 lead indicated that the conductor resistance test passed. Puncture holes and tears were found in the insulation and analysis was unable to determine the cause.

Event description:
Event description cpi received information that the implantable pulse generator (ipg) system of this pacemaker dependent patient is exhibiting oversensing. An invasive procedure was performed to explant the ipg and ventricular bipolar lead model 4268 serial number 005712.